Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap loose and stick out from the side of the insulin pump. The customer¿s blood glucose level was unknown. The troubleshooting was not performed. The insulin pump will not be returned for analysis.